Event description:
It was reported that prior to a ptca procedure, the maverick2 monorail balloon catheter shaft fractured. The fracture was noticed when the device was being removed from its packaging. No pt injuries or complications were reported.